Event description:
During a retrospective review of complaints, two 525ds concentrators were identified as returned for service with complaints of "overheating" and "overheating and shuts off." The units were investigated by (B)(4) engineering, and the root cause of both units was determined to be cooling fan failure. Devilbiss has an open CAPA for cooling fan issues. There was no other information reported with the returned units and devilbiss is continuing to investigate to determine if there was adverse event associated with the complaints and will update this MDR if new information becomes available.